Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the customer reported the device was working intermittently. The repair technician reported the buttons on the flex membrane circuit were sticking. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by manufacturer: on previous follow up medwatch should have been (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the hand piece for battery powered driver is intermittently working. The items were found during testing. There was no surgery involvement for both items. There was no patient involvement and that the issue was found outside of the operating room. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Part was received on time and a evaluation has been performed and closed on february 12, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 005006/5528387 was 001163 - a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2013 and (B)(6) 2013 due to motor failure and (B)(6) 2014 for electronic component damage. The customer called in a service request for this item on (B)(6) 2015 and reported the device is inoperable, runs intermittently. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable, runs intermittently. The manufacture date of this item is june 18, 2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.